Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer contacted philips healthcare to report that the heartstart xl is experiencing the internal data card failure (the error code 10003 was indicated during the training). There was no reported patient involvement.